Manufacturer narrative:
(B)(6). The device was manufactured june 29, 2016 - july 1, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The reporter stated that the expected therapy time was 8 hours; however, the device completed infusion in 14 hours. The device had been filled with 2.5 g desferrioxamine in 32ml sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.